Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer freezes and shuts down during interrogation.

Event description:
Reportedly, the subject programmer freezes and shuts down during interrogation.